Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the caller that the patient's controller was not working, getting stuck at "loading 23 out of 29." The issue was identified as memory corruption, and the damage did not block the screen. The caller confirmed the patient had a backup method of insulin delivery and needed their current settings to set up a replacement controller. The diabetes educator, (B)(6), stated the patient experienced chest pain, nausea, and vomiting, leading to a hospital visit. The patient's blood glucose levels were above 500 mg/dl. Despite power cycling the device, the controller remained unresponsive. A replacement controller was sent to the patient. The agent noted that the patient was still in the hospital and unable to provide detailed information. Multiple contact attempts were made, but the patient was not feeling up to talking.